Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "eclipse safety shield and white sleeve came off while twisting the cap exposing needle." Original text: phlebotomist had the barrel and eclipse needle and was preparing to assemble them. She removed the bottom white distributor account number cap on the needle assembly and placed the rubber covered end into the barrel. When she twisted the needle to secure it to the barrel, the entire top portion of the eclipse came off, leaving just the needle attached to the barrel and the cap and safety apparatus in her other hand. Thus far we¿ve had only this event, but we will be keeping an eye out."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "eclipse safety shield and white sleeve came off while twisting the cap exposing needle. Original text: phlebotomist had the barrel and eclipse needle and was preparing to assemble them. She removed the bottom white distributor account number cap on the needle assembly and placed the rubber covered end into the barrel. When she twisted the needle to secure it to the barrel, the entire top portion of the eclipse came off, leaving just the needle attached to the barrel and the cap and safety apparatus in her other hand. Thus far we¿ve had only this event, but we will be keeping an eye out."